Event description:
It was reported that the patient with this implantable pacemaker device suspected that the health care professionals (hcp) had manipulated the settings causing the device to lose one and a half years of longevity during an magnetic resonance imaging (MRI) procedure. Boston scientific technical services (ts) referred patient to clinic to have device checked and explained that an engineering analysis is not the same as programmer interrogation. Additional information indicates that the patient is suspecting a premature battery depletion (pbd). Boston scientific technical services (ts) advise patient to have md check the device to confirm. The device remains in service. No adverse patient effects were reported. At a later date, the patient called ts complaining of weakness but they attributed it to their medication and not the device. Data analysis of the device confirmed the device was suffering from pbd and device replacement was recommended. The device remains in service and there is no indication a replacement procedure has been scheduled at this time. No adverse patient effects were reported. The device has been explanted and replaced. The device is expected to return for analysis. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient with this implantable pacemaker device suspected that the health care professionals (hcp) had manipulated the settings causing the device to lose one and a half years of longevity during an magnetic resonance imaging (MRI) procedure. Boston scientific technical services (ts) referred patient to clinic to have device checked and explained that an engineering analysis is not the same as programmer interrogation. Additional information indicates that the patient is suspecting a premature battery depletion (pbd). Boston scientific technical services (ts) advise patient to have md check the device to confirm. The device remains in service. No adverse patient effects were reported. At a later date, the patient called ts complaining of weakness but they attributed it to their medication and not the device. Data analysis of the device confirmed the device was suffering from pbd and device replacement was recommended. The device remains in service and there is no indication a replacement procedure has been scheduled at this time. No adverse patient effects were reported. The device has been explanted and replaced. The device is expected to return for analysis.

Event description:
It was reported that the patient with this implantable pacemaker device suspected that the health care professionals (hcp) had manipulated the settings causing the device to lose one and a half years of longevity during an magnetic resonance imaging (MRI) procedure. Boston scientific technical services (ts) referred patient to clinic to have device checked and explained that an engineering analysis is not the same as programmer interrogation. Additional information indicates that the patient is suspecting a premature battery depletion (pbd). Boston scientific technical services (ts) advise patient to have md check the device to confirm. The device remains in service. No adverse patient effects were reported. At a later date, the patient called ts complaining of weakness but they attributed it to their medication and not the device. Data analysis of the device confirmed the device was suffering from pbd and device replacement was recommended. The device remains in service and there is no indication a replacement procedure has been scheduled at this time. No adverse patient effects were reported.